Manufacturer narrative:
(B)(4).

Event description:
The patient was reportedly implanted with a biodesign posterior pelvic floor graft on (B)(6) 2010 at (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.